Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump had minor scratched display window, cracked reservoir tube lip and broken pump belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the act and esc keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared. No further details provided.